Event description:
N/a.

Manufacturer narrative:
The stm identified the pim module was the issue. The fse replaced the pim module and the unit passed all calibration, functional, and safety tests. The unit was returned to the customer for clinical use.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) unit displayed autofill failure. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.